Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead migrated and the patient was having revision surgery on the date of this report. It was noted that the lead moved cephalad and ¿they will only need to pull the lead down slightly.¿ additional information has been requested, but was not available as of the date of this report.

Event description:
It was further reported that the date of the migration was unknown. The company representative became aware of the lead migration on the date of the case (2013-(B)(6)). No other malfunctions occurred. It was stated that therapy resumed as normal after the lead was moved to the appropriate spinal level. It was unknown which lead had migrated.